Event description:
It was reported that stent movement on balloon occurred. A 6fr non bsc sheath was used. A 8.0mm x 20mm x 75cm express ld iliac / biliary stent was advanced however it would not move through the sheath. The device was removed and was replaced with a 8.0mm x 20mm x 135 cm express ld iliac / biliary stent. The second device was advanced however it was noted that the stent moved on the stent delivery system balloon while still inside the sheath. The device was safely removed. The procedure was completed using a different device with good result. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Updated: describe event or problem, device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached; method code, result code and conclusion code device evaluated by MFR.: a tactile and visual examination found the unit with no defects on the tip section of the device. No kinks or damage were noticed along the shaft of the device. The balloon did not show evidence of positive pressure. The balloon had crimp evidence. The stent had moved approximately 4mm proximal to the proximal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-02455. It was reported that stent movement on balloon occurred. A 6fr non bsc sheath was used. A 8.0mm x 20mm x 75cm express (tm) ld iliac / biliary stent was advanced however it would not move through the sheath. The device was removed and was replaced with a 8.0mm x 20mm x 135 cm express (tm) ld iliac / biliary stent. The second device was advanced however it was noted that the stent moved on the stent delivery system balloon while still inside the sheath. The device was safely removed. The procedure was completed using a different device with good result. No patient complications were reported and the patient's status was fine.